Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k082590.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because cloudy was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #2 ((B)(4) 2012) - correction: in the section (evaluation ) for follow-up report #1 (submitted on (B)(4) 2012), the conclusion code 1 should have been 44 not 71.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter was found to have failed testing. The meter was found to have a cracked/ broken lcd and battery leakage. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.